Manufacturer narrative:
(B)(4). The product upon which this medwatch is based has been received; however, the product eval is not yet complete. Any further info derived from the eval will be submitted in a supplemental 3500a form.

Event description:
International affiliate reported there was a tera in the heat sealed area at the right bottom of the reservoir. Event was noted eight days after placing the device in service.